Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. Investigation is summarized as follows: customer data review there were no results logs attached to this ticket. As a result, a customer data review could not be performed for this investigation. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518436 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518436 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 518436. The complaint history review identified 6 additional complaints related to the reported issue of discrepant results for the alinity m resp-4-plex amp kit (list 09n79-090) lot 518436. One ticket is currently elevated and pending an investigation. One ticket was confirmed in association with a known product deficiency for abnormal curve shape. Four tickets were confirmed for carry over based on the quality data review (customer data review), which is assay related but not lot specific. As customer data was not provided for the ticket under investigation, relation to these tickets could not be verified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 518436 was not identified.

Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported three false positive results for cov-2 on the alinity m resp-4-plex assay. Customer suspected the positive results because of a previous potential contamination event. Customer repeated two samples on another alinity system in their lab, the results were negative. The third sample was repeated on bd max and generated a negative result. The negative results were reported outside the lab. There was no impact to patient management reported. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.